Event description:
It was reported that ¿sometime last year¿ a patient went through a full body screener and coincidentally he had to have his system reprogrammed by a manufacturer¿s representative. It was stated that he didn¿t know if it was due to going through the scanner, but it was right after he travelled that he had this issue. It was noted that the patient wanted to know if he needed instructions for going through security gates at the airport.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).